Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that after completing an afib cardiac ablation procedure with octaray mapping catheter, the patient experienced symptomatic chest pain and pericardial effusion treated with pericardiocentesis and prolonged hospitalization. The patient had an adverse event. After the case (caller was unsure how long after), the patient had a pericardial effusion. The patient was having symptomatic chest pain and was moved to the intensive care unit (ICU). The doctor went in and did an echocardiogram to confirm the pericardial effusion. The doctor performed a pericardiocentesis to correct the pericardial effusion. The last known status of the patient was stable.